Event description:
The manufacturer received information alleging an issue related to a dreamstation bipap st device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to a third-party service center. Evaluation result stated that the complaint was not confirmed, and the technician confirmed no evidence of foam particles, and the device was corroded. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The information reported with MDR 2518422-2023-28396 is considered as not reportable. In this report a correction has been made.